Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was not returned for analysis. Images were returned of the initial implant on (B)(6) 2012. On the final available angiographic images there appears to be contrast within the left renal stent graft. The images provided did not allow for evaluation in relationship to the event. The apparent factor that contributed to this particular event is that the device was used outside its approved indication for use.

Event description:
On (B)(6) 2012, a pt underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with a gore excluder aaa endoprosthesis. A dual chimney procedure was performed with two gore viabahn endoprostheses. It was reported to gore that in (B)(6), the viabahn stent graft in the left renal occluded and lost kidney function. On (B)(6) 2012, a reintervention was performed, not on the occluded viabahn stent graft, but to reline the right renal viabahn stent graft with a bare metal stent to ensure it stayed open. The pt is doing fine, with good right kidney function.